Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital with possible pump thrombus. The pt was last seen in the clinic a few days earlier and was doing well. Since this time, the pt had developed 3 plus edema and was admitted. The pt's flows dropped from 6 to 5 and their pi dropped from 4.5 to 2.2 with a mild change in power from mid 6 to 5.5 watts. An echo taken revealed no right ventricular dilatation. Inflow velocities were notably slower when compared to previous reports. They were not able to see aortic anastamosis or septal shift. The pt has a history of surgical procedure for inlet cannula repositioning. Due to recent weight gain, it was recommended that they take off volume and reassess inlet cannula. A few days later, the pt received a successful pump exchange.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The reported event of possible thrombus formation can be confirmed. The examination of the device revealed an adhered, denatured thrombus formation with laminated layering on the proximal-side of the outlet stator. The texture of the thrombus suggests it was present on the outlet stator during pump operation and formed over an unspecified period of time as a result of prolonged exposure to increased bearing heat, although the exact cause or origin of this thrombus cannot be determined. Examination of the blood tube, rotor and bearings revealed no defects or anomalies related to wear that could have contributed to increased bearing heat. No further info is available. The MFR is closing its file on this event.